Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an altitude alarm while driving. The customer was not wearing the pump at the time, but was next to them in the car. The customer's blood glucose level was not impacted. Reportedly, there was a temporary delay in clearing the altitude alarm. The customer stated that they observed moisture upon removal of the cartridge but did not know why. The customer was able to clear the alarm and resume insulin delivery.